Event description:
It was reported that the patient presented in clinic experiencing chest discomfort. Upon review, the implantable cardioverter defibrillator had delivered inappropriate shocks for supraventricular tachycardia. No intervention was performed. The patient condition was stable.